Event description:
It was reported the patient experienced ineffective stimulation. As such, surgical intervention was undertaken and the system was explanted. The investigation did not determine which lead resulted in ineffective stimulation

Manufacturer narrative:
Date of the event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000053792.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.